Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during prior to use, the cardiosave intra-aortic balloon pump (iabp) had fault 112 and 113. There was no patient involvement reported.

Manufacturer narrative:
Additional contact person:(B)(6). Updated fields: b4,d9,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: b6, b7, d10. A getinge field service engineer (fse) removed and replaced the executive pcb. Unit has passed all test and calibrations and is now ready for clinical use. There was no patient involved and no harm occurred.